Event description:
It was reported that there were coupling issues. It was stated that the patient could "only" get 2 bars maximum, but "usually" had 0 bars. It was noted that the implantable neurostimulator (ins) had been implanted "too deep." It was stated that the event required surgical revision; the ins "will be moved to a less deep position." There were no patient symptoms or injuries related to the event. Additional information was requested, but not available at the time of this report.

Event description:
Follow up information confirmed that the patient¿s only problem was that the rechargeable ins device was implanted too deep. The device was explanted and a non-rechargeable device implanted in its place. It was noted that the patient was always well controlled and received effective therapy, and was reported ¿happier¿ now with the new device. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated that the patient was due for revision five days after the report, on (B)(6). It was stated that it had gotten delayed. One week later it was reported that the implantable neurostimulator (ins) had been implanted too deep. It was stated that the patient was so put off by the recharging experience, she decided to have a non-rechargeable ins, instead.

Manufacturer narrative:
(B)(4).